Event description:
Patient mentioned issue with curlin pump and batteries. He noted that he puts brand new batteries in the pump but it only lasts about 30 minutes and the batteries go dead. He said his infusion lasts about 37 minutes so he has to change batteries during the infusions so uses 4 batteries total per infusion. No additional information is known. Unknown if product is available for possible return. Unknown if patient missed a dose due to malfunction. Battery c alkaline - duracell. Pump serial number: (B)(6). Diagnosis for use: myasthenia gravis.